Manufacturer narrative:
A medtronic representative, following-up at the site, reported the surgeon used a stealthstation treon treatment guidance system and a vertek biopsy kit to place the electrodes. The average is 10 electrodes per patient. The surgeon planned all trajectories on a t1mr with contrast, registered the patient using tracer and performed the electrodes implantation, aligning the vertek guide system to the different trajectories. In this procedure, the surgeon loaded a computed tomography (CT) scan and merged it with a magnetic resonance imaging (MRI) dataset to gain more accuracy in registration. The surgeon deemed being very accurate on the computed tomography (CT) reference exam, but slightly inaccurate inside the ears. As the magnetic resonance imaging (MRI) scan was performed with the patient wearing a mask, it was determined the margin of inaccuracy was due to the mask. The surgeon completed everything planned for this procedure. This technique was very fast and allowed the surgeon to complete the procedure with no delays. In review of a post-op computed tomography (CT) scan of this patient, it was found that the bleeding happened on the right side of the brain, where the surgeon implanted 7 or 8 recording electrodes. All of these electrodes are well aligned to the plans; meaning that the navigation was accurate. The eighth electrode had a vertical trajectory. There were two electrodes on the left side of the brain, slightly off the planned trajectories. The patient underwent a second surgery, just after this reported procedure, to stop the bleeding. Software investigation has not been completed.

Manufacturer narrative:
A site representative went to the site and tested the system performance. It performed properly; reported issue could not be replicated. Software investigation completed finding that site used the software application in an off label way and was unsuccessful. Software functioning as designed.

Event description:
A surgeon reported a patient bleeding following a procedure of stereoelectroencephalography (seeg) electrodes implantation with vertek kit. No further details were provided. The surgeon completed the procedure with the use of the navigation system.